Manufacturer narrative:
Additional data: h10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer behalf of their son reported a unconfirmed false negative result with the binaxnow¿ covid-19 antigen self test performed. On the next day, repeat testing with unknown platform at a doctor facility generated a positive result. Consumer mentioned that patient had omicron symptoms. No additional patient information, including treatment and outcome, was provided.